Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device prompted a "unit failed" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was verified and attributed to a faulty integrated circuit on the main board. The main board was replaced to remedy the report. The device was recertified and returned to the customer. It's important to mention the device was in a red x state 35 days prior to the patient event and would have provided audible beeps to alert users the device was in need of service. Analysis of reports of this type has not identified an increase in trend.